Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. Visual and dimensional inspections were performed on the returned device. The premature deployment, difficulty to advance and remove the guide wire was confirmed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported the procedure was to treat a lesion in the left superficial femoral artery (sfa). The supera was advanced in the vessel, but got stuck with the guide wire. The device would not advance or retract; therefore, both devices were removed together. Outside the patient anatomy, it was noted that the stent had partially deployed approximately 0.5 mm. Another supera was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.